Event description:
The pt was using a b-d 1ml 25g 1" needle -#9622- for an intramuscular injection and the needle broke off under the pt's skin-in her upper thigh. The pt removed the needle that broke off on her own. The pt was assessed by her physician. The physician told the pt the needle was completely removed. The pt said the site of the injury was swollen and bruised. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: uses for promethazine injections -nausea-.